Event description:
The nurse reported that the patient had the pump replaced due to "normal end of life" after an implant duration of 70 months. The patient did not have any symptoms prior to removal. No supplemental treatment or device troubleshooting was necessary or performed. The pump contained lioresal 2000 mcg/ml. The patient recovered from surgery without sequela.

Manufacturer narrative:
Final device analysis reveals pump tube wear-leaks.